Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented to the clinic for a follow-up, post-paced t-wave oversensing was observed. Oversensing could not be reproduced during manual capture threshold measurement. The recommended programming changes were made. The patient condition before and after the follow-up was stable.